Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'when the hoop was flushed and secured the rhv to remove the system, the stent had already been deployed from the tip.' Additional information provided by the customer indicated that there were no anomalies noted to the stent delivery system prior to use, the device was prepared as per the dfu, and continuous flush was maintained. While there are a number of potential causes for the reported event, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported the subject device stent was used in intracranial pta (percutaneous transluminal angioplasty) procedure. When the hoop was flushed and secured the rhv (rotating hemostatic valve) to remove the system, the subject stent had already been prematurely deployed inside from the tip of the microcatheter. The physician replaced it with a new device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported the subject device stent was used in intracranial pta (percutaneous transluminal angioplasty) procedure. When the hoop was flushed and secured the rhv (rotating hemostatic valve) to remove the system, the subject stent had already been prematurely deployed inside from the tip of the microcatheter. The physician replaced it with a new device and completed the procedure without clinical consequences to the patient.